Manufacturer narrative:
(B)(4). Visual examination of the provided photo found the tip of the inserter has cracked. The device was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a pin driver fractured during an initial right knee procedure. There was no surgical delay nor patient impact. Attempts have been made and no further information has been provided.